Manufacturer narrative:
Exact implant date is unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would no longer communicate with external devices. The patient reported last charging and using ipg approximately 6 months ago. Field representative discovered ipg to be inoperable prior to procedure. As a result, the ipg was explanted and replaced. Therapy was restored.